Event description:
It was reported by a customer in the USA that, an 840 ventilator stopped cycling. There was no patient involvement.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse suggested running a full performance verification test (pvt), calibrations, extended self-test (est), and exercise for 48 hours with a test lung for any reoccurrences. Covidien reference # (B)(4).